Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the surgeon squeezed the handle, the device got stuck and stopped moving during firing. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted no abnormalities. A single use loading unit was received preloaded in the device with the interlock jammed in the anvil. The loading unit displayed a full complement of staples and the interlock was set. Microscopic inspection of the knife blade displayed no damage. Functional testing was performed which included removing the loading unit from the anvil. A test unit was then loaded into the instrument. The test sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the loading the wrong size sulu into the device. When the instrument is closed, the interlock gets stuck in the anvil channel. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.